Event description:
Event description boston scientific cardiac rhythm management (crm) received information that the patient with this implantable cardioverter defibrillator (ICD) and implantable transvenous defibrillation lead received a shock for a rate above the vf zone while walking. Upon review of the episode, noise was noted on the electrogram. However, this noise was not sensed by the device and the noise resolved itself after the shock. The patient was not known to be around any source of emi. Additional information received indicates that the r-wave measurement was 1mv and there was loss of capture. An invasive procedure will be performed to assess the integrity of the lead.